Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6) 2011. According to the complainant, the patient experienced an unknown injury. According to the physician's office, the patient first presented with complications on (B)(6) 2011. She reported that she felt like she still had urinary leakage and she was also experiencing nocturia. She denied any pain and her examination was normal. She was prescribed toviaz to help with the leakage. On (B)(6) 2011 the patient stated that the leakage continued and was no better than before the advantage surgery. The patient reported worsening symptoms on (B)(6) 2011 and was treated with vesicare in addition to more toviaz for the leakage. On (B)(6) 2011 an interstim device was implanted to aid the advantage, but the patient continued to experience leakage. On (B)(6) 2012 the interstim box was changed and the patient improved. However, on (B)(6) 2012 the patient followed up with the physician, stating that she was experiencing urge and leakage. In (B)(6) 2012 the interstim was removed. The patient was last seen on (B)(6) 2012 and was still having problems. She was prescribed a 1-month supply of myrbetriq. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).